Event description:
It was reported that the atrial lead exhibited low impedance, sensing anomaly, noise, and high pacing threshold. The lead was explanted and replaced on (B)(6) 2013.

Manufacturer narrative:
Final analysis found that the inner insulation was damaged at the suture sleeve region due to the suture sleeve being too tight, which could have contributed to the reported threshold, noise and low impedance anomalies.